Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a 23mm epic supra valve was chosen for implant during an aortic valve replacement. The physician sized for the valve, placed subannular mattress sutures, and parachuted the valve into the annulus. The valve was sitting well and looked functional. As the patient came off of cardiopulmonary bypass, the transesophageal echocardiogram (tee) showed a moderate central regurgitation. As the patient was hemodynamically stable, the patient was weaned off bypass, sternotomy was closed, and patient was sent to critical care unit. On the morning of (B)(6) 2024, the transthoracic echocardiogram (tte) still showed moderate regurgitation. The patient was taken back to surgery. A tee showed that the moderate regurgitation had progressed too severe. The valve was explanted and replaced with a 23mm non-abbott valve. The echo showed trace regurgitation. The patient was reported to be doing well. The physician believed that there was something unusual with the leaflets of the 23mm epic supra valve not coapting properly.

Manufacturer narrative:
An event of incomplete closure after implantation and moderate to severe regurgitation was reported. The device was returned to abbott for analysis without solution. The investigation revealed that the leaflets were severely dehydrated. The returned state of the valve precluded further functional and hemodynamic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.